Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update december 5, 2018: examination of the returned device confirmed reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after properly assembling the reaming guide to the guide handle, surgeon inserted guide into humerus and when he tried to unscrew the reaming guide rod, the knob on the guide rod broke off leaving rod stuck in guide handle. It is unable to release the reaming guide from it. Surgeon attempted to bend tip of guide rod to free the reaming guide but was unsuccessful. Surgical delayed 5 minutes. All pieces retrieved.